Manufacturer narrative:
Since the customer and device information was not provided on the initial user facility report, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
It was reported via user facility report number mw5085420, that the image on an unspecified glidescope device had disappeared during an intubation. The end user completed the procedure by performing a tracheostomy. No delay in the procedure, or harm to the patient or user reported.